Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The device was plugged into the controller and no issues were identified with the live image. The device was articulated in all directions; no issues were identified with the image. A spybite biopsy forceps was passed through the working channel; no issues were identified with the image. The distal tip articulated without issue. A spybite biopsy forceps was passed through the working channel without issue. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The proximal end of the working channel sleeve appeared attached to the pebax. The working channel sleeve did not fall out. After tugging the working channel sleeve out to remove it from the catheter, there was a strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the proximal end of the pebax covered in white and the working channel sleeve braid imprint throughout the pebax region. The investigation concluded that the working channel sleeve protruded from spyscope ds access & delivery catheter. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
A spyscope ds access and delivery catheter was returned to boston scientific corporation on (B)(6) 2017. Upon visual inspection, it was found out that the device working channel sleeve protruded from the distal cap. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.